Event description:
In 2009, this pt was treated with the gore excluder aaa endoprostheses. During a follow up appointment, it was noted the pt had a proximal type I endoleak. At about 2 months later, the pt underwent a reintervention to place an aortic extender. When the device was deployed, it "sprung" forward and covered the left renal artery. The physician unsuccessfully attempted to pull the device distally with a balloon. The physician decided to explant the aortic extender. No further complications have been reported.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional device implanted: pxt281218/06412116.